Event description:
The customer observed that in several consequent runs hpi measurement produced exactly the same results, which is very unlikely due to natural variance in the measurement. Furthermore, the software suggested accepting the data.